Event description:
It was reported that a malfunction alarm occurred. The customer experienced an elevated blood glucose level of 556 mg/dl and diabetic ketoacidosis, identified as life threatening by a healthcare provider. The customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU). The customer received intravenous fluids of saline and insulin to address the bg. The customer was released from the ICU on (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.